Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated. The suspect device was tested with a test video processor and multiple test scopes; the video image functioned normally and the e315 error did not occur. A loose scope socket tab was identified, not protecting the socket pins, and corrosion in the air tubing was noted; however, a cause for the reported problem could not be determined.

Event description:
A user facility reported to olympus that the image was flickering and an error e315 was generated. The problem, as reported to olympus, occurred during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction.